Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 6 years) leading to the image not displayed because the printed circuit board failed. Per the legal manufacturer, the locking lever defect included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty dr board of the patient board set. In addition, the locking lever tab on the receptacle board was found loose and no longer retaining the maj-1430 or other connector cables properly; the connector was noted worn.

Event description:
A user facility reported to olympus that no image was produced when using the pigtail. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.